Event description:
Caller reported that a tandem mobi cartridge alarm was resolved before contacting technical support. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed cartridge alarm 35 and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Caller loaded a new cartridge and resumed insulin therapy, resolving the issue.